Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported there was no image on the monitor. The customer was trying different scopes to get the image, but that did not resolve the issue. Tac instructed the customer to reboot and after the reboot the image appeared. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image on the monitor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not establish a definitive root cause for the reported image failure on the evis exera iii video system center. It was thought that the image failure may have been caused by the endoscope that was used. Olympus will continue to monitor field performance for this device.